Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the patient¿s mucosa got caught by the cutting blade, between the white inner part of stapler and the blade, the patient's staple line was not fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received occurred during a hemicolectomy. There was unanticipated tissue loss of the submucosa. There was no injury as a result of the event.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device displayed nicks on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a hemicolectomy. The patient¿s mucosa got caught by the cutting blade, between the white inner part of stapler and the blade, the patient's staple line was not fine. There was unanticipated tissue loss of the submucosa. It is unknown how the case was completed. The current patient status is not available but there was no injury as a result of the event.